Manufacturer narrative:
(B)(4).

Event description:
The customer reports: rn went to remove art line from patient, when she lifted the tape over the catheter, the catheter body was detached from the portion closest to hub. Both pieces are being returned.

Manufacturer narrative:
(B)(4). The customer returned tubing along with an arterial set catheter that was separated into two pieces for investigation. Visual examination revealed the catheter was separated near the proximal end. Visual and microscopic examination of the point of separation revealed the catheter's edges were smooth and flat. The appearance of the surface where it was severed was consistent with being cut with a sharp instrument. The catheter body was separated approximately 6 mm from the luer hub. The proximal portion of the separated catheter measured 1.42" in length and the distal separated portion measured 1.33" in length. The combined length of 2.75" is within specification per catheter product drawing; therefore, no pieces appear to be missing. The catheter body inner and outer diameter were measured and were found to be within specification. A device history record review was performed and no relevant manufacturing issues were identified. The instructions for use provided with this kit warns the end user not to use scissors to remove dressing to minimize the risk of cutting the catheter. The IFU also warns that care should be exercised that indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of material, leading to possible separation of the catheter. The report that the catheter body separated was confirmed through examination of the returned sample. The catheter body was separated 6 mm below the luer hub. The appearance of the surface where it was severed was consistent with being cut with a sharp instrument. A device history record review was performed with no relevant manufacturing issues. Based on the sample and the information provided, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The customer reports: rn went to remove art line from patient, when she lifted the tape over the catheter, the catheter body was detached from the portion closest to hub. Both pieces are being returned.